Event description:
Customer claims the bed was leaking hydraulic fluid. A staff member slipped on the fluid and fell. The staff member is being treated in physical therapy for a strained knee and back.